Event description:
It is reported that two threaded guides broke during the procedure, their tips remaining inside the patient's tibia. The specialist attempted to remove them but was unable to, and it was ultimately decided to leave the tips inside the bone. The surgery continued, completing successfully without any discomfort to the specialist or alterations in surgical times. The patient's condition during and after the surgery was stable and without additional complications.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: g4: device is not distributed in the united states, but is similar to device marketed in the USA.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H6: the product was not returned to medtech orthopedics. However, photos were provided for review. The photo investigation revealed that [292.620, guidewire ø1.25 w/thread-tip w/trocar l1] has guide wire broken. The observed condition of the device was consist with a random component failure that may have been caused by exposure to unintended force. The device also has foreign substance on it, the observed condition is likely due to improper cleaning/sterilization. The provided evidence was not sufficient to confirm the reported event of embedded device. The allegation of embedded device can not be confimred as no patient x-rays were provided to evaluate the condition. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the [guidewire ø1.25 w/thread-tip w/trocar l1] would contribute to the complained device issue. Based on the investigation findings, the guidewire ø1.25 w/thread-tip w/trocar l1 has foreign substances and guide wire broken because of cause trace to component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part: 292.620-15. Lot: 27627p5. Manufacturing site: balsthal. Release to warehouse: 22-aug-2024. A DHR evaluation was performed for the finished device article # 292.620-15, lot # 27627p5, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.